Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 457445 lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient received eight inappropriate shocks. The right ventricular (rv) lead exhibited noise and contains a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.